Manufacturer narrative:
The pump has been returned to the MFR for analysis, which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete. See scanned page.

Event description:
The pt was showing unspecified withdrawal symptoms. The pump volumes were checked and the aspirated volume did not match the calculated volume; the specific volumes were not reported. A rotor test (date not reported) showed no motor-function. The pump was replaced. There was no pt injury. Following the replacement, the intrathecal baclofen therapy was restored. The pt was well. The pump was used to deliver lioresal (2000 mcg/ml).